Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low level failures), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. The customer reported receiving a pump error. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
No pump error 63 alarms during testing. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, missing display window/cover, stained keypad overlay, pillowing keypad overlay and label damage (end cap address label peeling). Unable to upload/download was confirmed due to moisture damage to the electronic stack. Unable to confirm pump error 63 and stuck button alarm due to unable to download. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.